Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Moreover, it is unknown if the reprocessing was conducted in accordance with the IFU (instructions for use) from the obtained information. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope screen turned completely white and did not turn on. The device was returned for evaluation. During the device evaluation, a foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover, adhesive around the light guide lens was peeled, objective lens had a chip, adhesive around the objective lens was peeled, indication on suction connector was peeled, forceps channel port was shaved, suction cylinder was shaved, paint on air/ water cylinder was peeled, control unit had discoloration, color ring had a crack, electrical connector had discoloration due to water leakage, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive on the bending section cover had a chip, an abnormal sound was made due to damage on the up/ down knob, bending angle in up direction did not meet the standard value due to wear of the angle wire, the connecting tube had a wrinkle, and multiple parts had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.